Event description:
The facility reports during a pt transfer, the loop strap of the sling was not inserted properly into the spreader bar hook. The strap released from the hook and the pt fell on the floor. The pt hurt her head on the floor but did not suffer after-effects after the incident. As the incident took place 18 months ago, it was not possible to inspect the lift and sling with which the incident occurred. The facility stated that the safety flaps on the spreader bar hooks where removed for an unk reason. (B) (4).

Manufacturer narrative:
From previous tests performed, a fall could only occur if at least one strap loops of the sling: is/are not properly secured and suddenly detach during the transfer or is/are not attached on the hooks of the spreader bar prior to initiating the transfer. From the info provided by the facility, it can be concluded that the pt's fall was not caused by a mfg failure of the device nor the sling used for the transfer. Moreover, from the results of the tests performed, it can be concluded that a pt's fall could only occur if one of the sling strap loops is not properly installed on the spreader bar hook. Consequently, there is a possibility that this kind of event occurred if both conditions mentioned below are met: a loop of the sling is not properly attached to the hook of the spreader bar and, the transfer is initiated without any verification of the sling attachment. Since the facility stated that the caregiver did not insert properly the strap of the sling into the hooks and that the safety flaps were missing we could conclude that the incident occurred because of a user error. The MFR recommends: the customer to have this product and all his similar products inspected & repaired (if needed) by a qualified tech and that these actions be recorded. Maintain all products as specified in the user manual. The customer retrain personnel that operate the equipment and document the training.